Event description:
According to the reporter, the capsule was retained inside the patient's body. The customer had no symptoms or side effects. X-ray was done and capsule was on the left side of the quadrant and had not change position since the previous exam. The patient had regular bowel movement and the capsule was still there. The patient had colon surgery in the past.